Event description:
Customer alleges that the dr was resecting and the tip just broke right off. Has 2 pairs that this has happened to. Feels that this is a defect in the product. There was no pt injury. A customer care rep, was contacted for additional info. She stated that the customer did report that the tip fell into the pt, however the piece was retrieved with no injury to the pt.